Manufacturer narrative:
D4: the model #, catalog #, lot #, expiration date, and UDI information was requested but were not available. H4: manufacture date is not available as the lot # could not be provided. The device has not been returned. If/when the device is returned, an investigation will be carried out and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that following the explant of a device on tooth # 9 on (B)(6) 2023, a replacement device was implanted the same day. At a follow-up visit, the provider determined that the implant failed and the device was explanted. No additional information regarding the type of failure or patient symptoms were reported or available. The device disposition is unknown.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results per the reported information, the lot number provided was lot# 6111685. However, lot# 6111685 is for a hahn tapered implant healing abutment and not for the implant itself. The lot number was not provided for the hahn tapered implant therefore the DHR could not be reviewed. Stock product reviewed results per the reported information, the lot number provided was lot# 6111685. However, lot# 6111685 is for a hahn tapered implant healing abutment and not for the implant itself. The lot number was not provided for the hahn tapered implant therefore the stock product could not be reviewed. Investigation methods/results per the reported information, the device is not available to be returned and it is unknown if the device was returned. To date, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description additional information on the type of failure was not provided therefore the root cause could not be determined. Corrective action additional information on the type of failure was not provided therefore the corrective action cause could not be determined. The manufacturer internal reference number is: (B)(4).